Event description:
Pt belted into the saf-kary, was being transferred out of the whirlpool bath when the saf-kary lower arm bar detached from the saf-lift. The saf-lift was extended to approx the maximum height when pt and the saf-kary dropped into the whirlpool. Pt rec'd an l-shaped laceration measuring 1.5 cm x 1.5 cm over her rt upper jaw mid-cheek area. She also lacerated her corneal/sclera in her rt eye. Her left forearm rec'd a 3 cm skin tear. Ophthamologist repaired both rt cheek laceration and corneal/scleral laceration. Pt is healing well and follow-up will be continued with the necessary physician.